Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had never had therapeutic effect. The hcp (healthcare provider) had been regulating the patient¿s dose up and down and she was not getting therapeutic benefit. The patient¿s tone was still really tight. Since the hcp started to increase the patient¿s dosage, she had lost the ability to rollover in bed and as a result the patient was stuck on one side in the bed which made it miserable for her at night. The patient¿s legs were on top of each other during sleep and causing problems and they felt heavy. The hcp told her it was because she lost spasticity. The patient was frustrated and was considering going back to oral baclofen. The patient¿s pump dose was increased from 250 to 300 mcg/per day yesterday. The patient was in physical therapy to address her issues as well. The pump was delivering lioresal. It was later reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2013. Additional information received reported that the patient was experiencing baclofen withdrawals and was wondering how long it would last. It was noted that the pump did not work for patient, ¿it had the reverse effect¿ and made the patient more rigid and tighter. It was noted that the issue began two weeks after implant. It was noted that patient had been going through ¿this for eight months¿ and every time the pain management doctor increased it, thinking the patient needed more medication, it would make patient ¿tighter.¿ it was noted that patient had overdosed a lot ¿4-5 times.¿ patient does not remember the dates of each overdose but recalls one specifically was the day before thanksgiving. It was noted that after the first two weeks, patient could no longer roll over in bed. It was noted that the patient¿s legs looked like they had rug burns on them from being so tight and tied together. The physician tried to decrease baclofen as low as they could before explant; the lowest they were able to get was ¿96.¿ it was noted that the pump had been explanted on (B)(6) 2014 and was now experiencing itching. It was reported that the physician had told the patient, it was normal as patient was experiencing withdrawal from the baclofen. It was unknown how long the itching would continue. It was noted that the manufacture representative was at the explant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was a dye study performed on 2013-(B)(6).